Event description:
Complaint stated: cut at proximal adhesive band of balloon. Analysis determined: latex ruptured 0.75mm above top of proximal adhesive band. Balloon latex shows signs of normal aging. Unit was used in vivo. This was not determined until analysis was completed.